Event description:
It was reported that the bd phaseal¿ spike connector experienced a broken spike tip. The following information was provided by the initial reporter: upon attempt to engage n35j with a syringe, the bonding of the spike and c35j on c180j was easily broken.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-nov-2022. H6: investigation summary one sample and multiple photos were provided to our quality team for investigation. Through visual inspection, it is observed that the spike is broken, a piece of the spike thread remained stuck on the connector thread. Traces of the solvent used to bond the spike to the connector were observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including force testing to ensure proper assembly of the device. A device history review was performed for reported lot 2201210, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the sample evaluation it was determined the breakage likely occurred during use, when inserting the device.

Event description:
It was reported that the bd phaseal¿ spike connector experienced a broken spike tip. The following information was provided by the initial reporter: upon attempt to engage n35j with a syringe, the bonding of the spike and c35j on c180j was easily broken.